Event description:
It was reported that this device had a battery depletion error message. The pulse generator was explanted and replaced due to premature battery depletion after less than six years of implant time. There were no additional adverse patient effects.